Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy on (B)(6) 2025, the device was used to close the vaginal cuff after removal of the uterus. Eight weeks after, the physician cleared the patient for all activities. A vaginal cuff dehiscence was later identified post-operatively due to intercourse on (B)(6) 2026. It was reported that a surgical intervention was performed on (B)(6) 2026 to repair the vaginal cuff dehiscence to prevent permanent impairment of function.